Event description:
Upon reprogramming, the buttons of one pump, kept sticking underneath the surface of the device, therefore, the nurse could not get through the screens to advance through the program. During use, another pump, read malfunction 9, which is the code for the device to be returned to the manufacturer.